Manufacturer narrative:
Technician found the bed in basement. No head up function due to bad hydraulic manifold. Replaced manifold to resolve this issue.

Event description:
Complaint received - no head up function on this bed.